Event description:
On (B)(6) 2015, I had open incision hernia repair on my right lower groin. A surgipro mesh was installed. I was sore during the normal healing process but returned to work in (B)(6) 2015. My work is very physical and since that date, I have had moderate to sever pain (sharp, electrical) since that date. Since (B)(6) 2015, I have sought medical assistance from a surgeon and physical rehabilitation physician.